Manufacturer narrative:
(B)(4). The sample is not available for evaluation; however, the facility provided a picture of the condition for visual inspection. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer provided a picture of the reported defect for evaluation purposes. The picture was visually inspected and the reported condition was confirmed. However, an assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to corporate product surveillance of a separation that occurred under the drip chamber of the interlink basic solution set, product code 2c6401, lot number unknown, while infusing the chemo drug taxol. The nurse went to see how much was left in the bag ("didnt touch the tubing"), and the tubing came loose. The pump in use was a baxter flo-gard 6201 volumetric infusion pump. The infusion was supposed to run over 1hr, but the event occurred after 55 minutes of infusion. There was no patient injury or medical intervention necessary. No additional information is available.